Event description:
We have received a product report involving a non-medtronic product and are sending you the info in accordance with 21 cfr 803_22_below is a brief description of the info received: info received date - september 6th, 2019; initial reporter: (B)(6). Description of event: info was received regarding a hand-piece. It was reported that intra-operatively during a procedure, the hand-piece did not fit down the working channel of the olympus 190 therapeutic bronchoscope. Another hand-piece was opened and it also did not fit down the scope. There was no reported impact on pt outcome. If you have any questions regarding this for MFR notification, please do not hesitate to contact us. Medtronic ref no: (B)(4).